Event description:
(B)(4).

Manufacturer narrative:
The report is being submitted under exemption (B)(4) by the MFR arjohuntleigh inc on behalf of the MFR (arjohuntleigh (B)(4)). MFR's complaint number ref (B)(4). Add'l info will be provided upon completion of the MFR's investigation.